Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ 85 year, obliterated sov, moderate-severe valvular calcification, moderate-severe aortic root calcification) likely contributed to the aortic dissection during bav and the subsequent thoracotomy to repair the injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with an edwards 20mm bav catheter due to severe aortic valve calcification. Post bav, the echo-cardiologist pointed out an ascending aortic dissection. After that, the blood pressure (bp) dropped to 50¿s mmhg. The decision was made to deploy the sapien 3 valve immediately. A 23mm sapien 3 valve was deployed with nominal volume. Although the dissection did not spread, a thoracotomy was performed. The aortic dissection was ¿glued¿ to stop the bleeding. After confirming that there was no further bleeding, the chest was closed and procedure was completed. The valve remains implanted in the patient. The native annular diameter measured 26.7mm x 19.6mm by CT. Moderate to severe valvular calcification and moderate to severe aortic root calcification was reported. The sinus of valsalva (sov) measured 27.0mm. The sinotubular junction (stj) measured 26.0mm.